Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient had been traveling in a motor home while on vacation and was bouncing around because the road was very bumpy and ¿all hell broke loose.¿ since riding in the motor home, the patient¿s stimulation had not been working right and the patient had a return of symptoms. The patient was unable to discern if the stimulation was off, or if it was hitting a different area. The patient had not had any falls or other trauma. Later, the patient was reprogrammed by a manufacturer representative and was then able to receive a greater than 50 percent symptom reduction. The patient had recovered without permanent impairment, was doing well, and had good coverage. The cause of the event had not been determined.